Event description:
It was reported that the burr was stuck on wire. The 15 mm long and 90% stenosed target lesion was located in the 3.00 mm moderately tortuous and severely calcified right coronary artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the device tightened up and kinked. Also, the burr was stuck on wire and could not be withdrawn. The procedure was completed with another of the same device and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. The rotawire used in the procedure was returned and used for analysis. The returned wire was able to be removed with resistance, but was not able to be reinserted due to a kink in the rotawire. In order to determine the functionality of the returned burr catheter, a test rotawire was used during analysis. During analysis, the test rotawire was able to be fully inserted and removed with no resistance or issues. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the burr was stuck on wire. The 15 mm long and 90% stenosed target lesion was located in the 3.00 mm moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and 1.50 mm rotalink burr was selected for use. During the procedure, it was noted that the device tightened up and kinked. Also, the burr was stuck on wire and could not be withdrawn. The procedure was completed with another of the same device and the patient was stable post-procedure.